Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported the pod was leaking during the event. As treatment the patient removed the pod.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was received with the soft cannula deployed. The soft cannula was found to be flattened and stretched, measuring out of specification at 1.06 inches in length. Though the soft cannula was found to be damaged, this damage did not prevent fluid from flowing through the complete fluid path. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. It could not be conclusively determined when the soft cannula damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.